Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of sr8 screen will freeze during scanning and the until will then shut down was confirmed. After the unit was run through the functional test the unit displayed a recovery screen when the unit was powered up a second time. The hard drive was substituted and once again the unit went through the entire process and the recovery screen appeared. The unit was disassembled a 3rd time and the ram was substituted, during functional testing the blue recovery screen appeared. The motherboard, pcb connector and usb connector on the beamformer were replaced. The unit ran for several days with no errors observed and completed all required testing. The root cause of the reported failure was identified as a broken/intermittent pcb/usb connector. H3 other text : evaluation findings are in section h11.

Event description:
It was reported the unit's screen will freeze during scanning and the until will then shut down.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number. Device not returned

Event description:
It was reported the unit's screen will freeze during scanning and the until will then shut down.